Event description:
It was reported that during implant the left ventricular (lv) lead was too large for the targeted vessel and was not able to advance to targeted location. The lv lead was removed and replaced with a different lv lead. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): no anomalies found. It was observed there was distal conductor blood/body fluid (not obstructed). Full lead returned and analyzed.